Event description:
A healthcare professional contacted baxter (B)(4) regarding a connection issue with a locking titanium adaptor. Reportedly, the titanium adaptor became disconnected from the minicap transfer set during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. This issue is being investigated through CAPA.